Event description:
New dual chamber ppm implant. St jude tendril st lead inserted in the atrium actively affixed initial numbers impedance wnl and stable, however, unable to capture at 2 volts. Second attempt with measurements indicated high impedances over 2000 ohms. Multiple configuration with the psa cable were attained all with high impedances. The lead was removed and a new lead inserted in the atrium with satisfactory results, no harm to pt. The lead was noted to have blood apparent in the lead under the insulation near the helix portion. Not apparent or visible to the eye breaks in the insulation.